Event description:
Caller reported a notification related to a minimum fill issue. There was no adverse impact to the customer's blood glucose level. Caller resolved the issue before contacting support by successfully reloading the same cartridge, allowing them to continue with insulin therapy.